Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. B)(6).

Event description:
The customer reported a vent inop condition; air valve liftoff failure. No patient involvement.